Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low out of range pacing lead impedance was observed. Reprogramming options and lead testing with isometrics and pocket manipulation were suggested. The lead remains implanted.